Event description:
Resident was lowered into commode chair using a ceiling lift and clip sling. Caregivers left the room leaving the spreader bar hooked up. On return, while first caregiver turned to take a towel, second caregiver had her attention on first while pressing the up button to raise the resident. The shoulder clips were not secured to the spreader bar, resulting in the resident's legs being lifted and the resident and commode chair falling backward. First caregiver attempted to stop the fall, unsuccessfully, and the commode collided with the floor with the resident in it. Resident had sore neck and was treated with tylenol. First caregiver had a strain to her shoulder, no treatment were noted.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). A complete investigation was performed by the MFR, including a review of the trend of similar problem, history of the product and simulation of the incident. There have been previous MDR's related to sling clips detaching or not having been attached in the first place on similar passive lifts. (B)(4). The device history record of the sling involved did not provide any relevant info. A review of the field action history indicated there has been a worldwide field action (FDA reference #z-1636/1637-2009) regarding sling attachment labeling on device, and action taken was to apply warning stickers on the dynamic positioning system (dps) of the lift. The device involved had the stickers provided during this field action. An arjo huntleigh representative performed an on-site visit after the incident. His findings were transmitted to the ceiling lift and sling respective MFR. The ceiling lift was in good general condition, but battery was drained and it was not possible to perform a functional test. From the manufacturer knowledge about similar incident, based on this evaluation and description of event, the ceiling lift and it's flat dps are not considered to have been a contributing factor to the event, but were rather used in correlation with the sling at the time of the event. The sling was almost 3 years old and was found in good aesthetic condition, with no damages observed on body, stitching or clips. The labeling supplied with this sling indicates that the operational life of the sling is dependent on the actual use conditions. Pictures received by the manufacturers permitted to confirm these observations, and no product return was deemed necessary. Simulations previously performed for similar incidents established that a clip is never likely to detach during transfer, but can detaches in some situations of misuse, which are, when transferring from seated position: operator or occupant detaches the sling manually. Person in transfer is lowered and then lifted again without checking if the clips and straps are under tension. Clip was not attached in the first place. It was indicated by the facility to the arjohuntleigh representative that the pt slid to the floor due to the should clips not be attached when an attempt was made to raise the pt. It is therefore concluded that the incident occurred due to the staff not adhering to the device labeling while proceeding to a transfer without checking if the clips were attached prior to raise the patient. The instructions for use supplied with this model of sling (max81687) clearly states "always check that the sling attachment clips are fully I position before and during the commencement of the lifting cycle, and in tension as the residents' weight is gradually taken up." It is considered that this statement was not followed, most likely due to a lack of training, since no training date could be provided. It is suggested that the facility be reminded that staff should be (re)trained against the device labeling, with special attention to checking correct retention of clip prior to and during the lifting procedures.